Manufacturer narrative:
Approximate age of device ¿ 8 years and 6 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2008. It was reported that a low speed advisory alarm occurred. The patient was asymptomatic during the event. The manufacturer¿s technical services representative reviewed the submitted log file and during the analysis of the log file a single low speed advisory event was observed. The pump speed fell to 2660 rpm during this brief event. X-rays appeared to show an area of concern near the distal end of the driveline close to the system controller. It was reported on (B)(6) 2017, that the surgeon did not wish to have a distal end percutaneous lead (driveline) replacement performed, as no additional alarms had occurred since (B)(6) 2017.

Manufacturer narrative:
No product was returned for evaluation. The report of a low speed event was confirmed based on the evaluation of the submitted log file; however, a specific cause for the reported event could not be determined conclusively through this evaluation. The log file dated from (B)(6) 2017 through (B)(6) 2017, captured that the pump speed dropped below the low speed limit on (B)(6) 2017 for approximately 16 seconds, resulting in low speed advisory/hazard alarms. The pump resumed operation at the set speed after the event. The patient was supported by the power module at the time. Based on previous complaint experience, the low speed events captured in the log file appeared consistent with a potential percutaneous lead (driveline) wire compromise. Review of the submitted photos revealed an area of minor shield breakdown near the pump housing; however, the x-ray images were inconclusive for any compromises to the integrity of the percutaneous lead wires. The patient remains ongoing on vad support and no further related issues have been reported. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.